Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Photographic evidence provided shows that the electrode screen has broken and some fragments appear to be missing around the staples. It is unclear from the photographic evidence alone whether the broken electrode is due to a mechanical force or some other issue. Factors that may contribute to electrode damage and breakage include: 1) using the device longer than 15 minutes cumulative time may increase electrode wear and risk of detachment. 2) activation against bony surfaces may increase electrode wear and risk of screen and/or spacer detachment. 3) mechanical displacement of tissue due to applied force (by using the hand piece as a lever to enlarge the surgical site) may increase electrode wear and risk of detachment. 4) misuse of wand with the cannula causing cannula-screen impingement and the potential for screen fracture.

Event description:
It was reported that during an ankle procedure using an ambient covac 50 ifs wand, the black coating on the tip of the wand allegedly began to melt. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or patient complications reported as a result of this event.